Event description:
It was reported that during a procedure to treat a de novo lesion in the mid left anterior descending artery with mild tortuosity, heavy calcification and 99% stenosis, a 1.2x6 mm rx mini trek dilatation catheter was submerged in saline prior to use and air aspiration was performed inside of the body. The dilatation catheter was advanced in the anatomy, but could not cross the lesion due to the patient anatomy. There was no interaction of devices. The 1.2x6 mm mini rx trek dilatation catheter was withdrawn from the patient anatomy and a 1.0 mm non-abbott balloon catheter was advanced successfully crossing the lesion and the balloon was inflated. The 1.2x6 mm rx mini trek dilatation catheter was re-advanced, resistance was felt with the lesion and the balloon was inflated. However, the balloon ruptured on the first inflation at 8 atmospheres. The 1.2x6 mm rx mini trek dilatation catheter was withdrawn from the patient anatomy without resistance and non-abbott balloons were used for pre-dilatation. A xience xpedition stent was implanted at the lesion to complete the procedure. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that trek rx, cdc instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product deficiency.